Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with an infection and pocket erosion. The pocket infection was related to the implant procedure. The patient¿s pacemaker system including the pacemaker, right ventricular (rv) lead, and right atrial (ra) lead was explanted. The patient is reported to be in stable condition.